Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal end of left circumflex artery (lcx). A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event - patient is 18 years or older. Device evaluation by MFR: the promus premier mr 20mm x 3.00mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified no issues. The stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a shaft polymer extrusion kink located at the port bond. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Manufacturer narrative:
Age at time of event - patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal end of left circumflex artery (lcx). A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.